Manufacturer narrative:
Updated fields: b4, b5, g2, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced right bottom lip droop following the procedure. The patient presented to the emergency department, it was thought the lip droop was related to anesthesia, and the patient was sent home. However, as the lip droop had not resolved by (B)(6) 2025, in the opinion of the physician, the lip droop may have been caused by nerves being disrupted in the neck during the implant. On (B)(6) 2025 it was also noted that the patient had immense swelling at the incision site that had improved. A cta of the head and neck was performed and confirmed there was some soft tissue edema but no seroma. As of (B)(6) 2025, the swelling had resolved, and the lip droop had improved but was still visible. In the opinion of the physician, the lip droop should resolve. As of (B)(6) 2025, the lip droop had resolved.

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced right bottom lip droop following the procedure. The patient presented to the emergency department, it was thought the lip droop was related to anesthesia, and the patient was sent home. However, as the lip droop had not resolved by (B)(6) 2025, in the opinion of the physician, the lip droop may have been caused by nerves being disrupted in the neck during the implant. On (B)(6) 2025 it was also noted that the patient had immense swelling at the incision site that had improved. A cta of the head and neck was performed and confirmed there was some soft tissue edema but no seroma. As of (B)(6) 2025, the swelling had resolved, and the lip droop had improved but was still visible. In the opinion of the physician, the lip droop should resolve.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event may have been caused by nerves being disrupted in the neck during the implant. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).